Manufacturer narrative:
IFU contraindication: the essure system should not be used in any pt with known hypersensitivity to nickel confirmed by skin test. IFU warning: pts with suspected hypersensitivity to nickel should undergo a skin test to assess hypersensitivity prior to an essure placement procedure.

Manufacturer narrative:
(B)(4).

Event description:
Essure placement on (B)(6) 2011 and has since experienced excessive weight gain, nausea, cramping and vomiting. The pt had abdominal films and the coils appear to be in place. Cbc doesn't show an elevated wbc but she does have a higher percentage of lymphocytes than normal. She had a nickel patch test which showed a positive response to nickel. On (B)(6) 2011, due to pt symptoms and results of allergy test, the physician went in laparoscopically and removed the inserts. On (B)(6) 2011, follow up with physician who confirmed removal and has not heard back from the pt and so assumes that her symptoms have resolved. Physician also confirmed positive and severe response to nickel.